Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The fluidics module was replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
The nurse reported a system message displayed during the case. The system was switched out to complete the cases. No pt injury was reported.